Event description:
On january 4, 2022 breg inc. Received a medwatch report stating: "straps readily detach, causing brace loosening, slippage, posing acute risk of slip and fall." No reported injury associated with this report.

Manufacturer narrative:
Awaiting product return for evaluation. A review of internal files from date of incident to date of this report identified no other reports for this alleged incident. No injury was reported and patient has continued to use product.

Event description:
On january 4, 2022 breg inc. Received a medwatch report stating: "straps readily detach, causing brace loosening, slippage, posing acute risk of slip and fall." No reported injury associated with this report.

Manufacturer narrative:
Product was returned and evaluated on feb 16, 2022, unable to confirm reported incident or root cause as product was not returned in it's original condition. No additional signs of malfunction. A DHR review indicates product met all release requirements and there were no deviations or nonconformances associated with this lot.